Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed in the dose calculation mode to deliver 25000 units of heparin in 5000ml instead of the intended 500ml. This resulted in a calculated rate of 160ml/hr instead on the intended rate of 16ml/hr. Approximately three hours later the pump gave an audible alarm that the infusion was complete. It was at this time the nurse noted the error in programming. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.